Manufacturer narrative:
The product was not returned for analysis for the report of lens becoming stuck in the incision resulting in removal of the lens; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issues cannot be determined. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol became stuck in the corneal incision. They had to remove it with damage on the iol. The iol was exchanged. Additional information was provided by the surgeon, who suspects either the problem was in the injector or error of the operator during the gesture.